Event description:
It was reported that the patients ipg was charging more with less coverage of the therapy. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted ipg and leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 17517274.